Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt) and upper gastrointestinal (gi) bleeding in the setting of anticoagulation therapy. The indication for the filter placement was not reported. At some point after the implantation, the patient became aware that filter struts were associated with perforation of the inferior vena cava (ivc). The patient further reported having experienced leg and back pain, anxiety and mental anguish. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. And manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc). Additional information provided by the patient indicated that the filter was placed due to a history of deep vein thrombosis and an upper gastrointestinal (gi) bleed while on anticoagulation. The exact implant date has not been provided. The patient further reports perforation of filter struts, perforation of a vertebral body, leg and back pain, anxiety and sciatica as medical conditions attributable to the implanted ivc filter. The patient is being treated for pain and anxiety. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported sciatica experienced by the patient could not be confirmed and the exact cause could not be determined. Sciatica occurs when the sciatic nerve becomes pinched, usually by a herniated disk in the spine or by an overgrowth of bone (bone spur) on the vertebrae. More rarely, the nerve can be compressed by a tumor or damaged by a disease such as diabetes. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. And manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the information received in the phase two discovery form, the patient reported receiving the ivc filter for a history of deep vein thrombosis (dvt) and upper gastrointestinal (gi) bleed on anticoagulation. The patient further reports perforation of filter struts, leg and back pain, anxiety and sciatica as medical conditions attributable to the implanted ivc filter. The patient is being treated for pain and anxiety. According to the legal brief, the patient was implanted with a trapease vena cava filter. The exact implant date is unknown. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation of the vertebral body.

Manufacturer narrative:
It was reported that a patient underwent placement a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc). Additional information provided by the patient indicated that the filter was placed due to a history of deep vein thrombosis and an upper gastrointestinal (gi) bleed while on anticoagulation. The exact implant date has not been provided. The patient further reports perforation of filter struts, perforation of a vertebral body, leg and back pain, anxiety and sciatica as medical conditions attributable to the implanted ivc filter. The patient is being treated for pain and anxiety. Additional information indicated that approximately fourteen years and eleven months post implant, an abdominal computerized tomography (CT) scan was performed to evaluate the filter. The scan report noted grade 4 caval perforation extending into the duodenum, a fractured filter strut abutting the l3 vertebral body, tilting of the filter and no migration. The patient reported becoming aware of these events approximately nineteen years post implant. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without imaging available for review the event could not be confirmed or further clarified. Sciatica occurs when the sciatic nerve becomes pinched, usually by a herniated disk in the spine or by an overgrowth of bone (bone spur) on the vertebrae. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. These clinical events do not represent evidence of a device malfunction and may be related to patient specific underlying issues. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. And manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the information received in the phase two discovery form, the patient reported receiving the ivc filter for a history of deep vein thrombosis (dvt) and upper gastrointestinal (gi) bleed on anticoagulation. The patient further reports perforation of filter struts, leg and back pain, anxiety and sciatica as medical conditions attributable to the implanted ivc filter. The patient is being treated for pain and anxiety. According to the legal brief, the patient was implanted with a trapease vena cava filter. The exact implant date is unknown. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation of the vertebral body. Approximately fourteen years and eleven months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported grade four (4) caval perforation extending into the duodenum, a fractured filter strut abutting the l3 vertebral body, tilting of the filter and no migration. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting and fractured filter struts retained and abutting the l3 vertebral body, becoming aware of these events approximately nineteen years after the filter implantation, and further experienced anxiety and depression related to the filter.

Manufacturer narrative:
Exact implant date is not known but trapease vena cava filter was implanted on or about (B)(6) 2002. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the vena cava was reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.